Manufacturer narrative:
Review of the system controller log files provided by the hospital confirmed low speed events and elevations in pump power; however, a specific cause could not be conclusively determined through this evaluation. The submitted log files contained data from (B)(6) 2017 through (B)(6) 2017. Elevations in pump speed were captured beginning on (B)(6) 2017 and pump speed reductions below the low speed limit were captured on (B)(6) 2017, (B)(6) 2017, and (B)(6) 2017. No other atypical alarms were captured throughout the log files. On (B)(6) 2017, another log file was submitted for review. This log file contained data from (B)(6) 2017 through (B)(6) 2017 and showed continued elevations in pump power and estimated flow as well as continued reductions in pump speed. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A secondary review of the submitted system controller log files was performed following a routine review of the complaint file. During this secondary log file analysis, it was noted that the information provided in the previous follow-up medwatch report was not entirely accurate. Review of the submitted log files confirmed reductions in pump speed below the low speed limit from (B)(6) 2017 to (B)(6) 2017. No additional reductions in pump speed below the low speed limit were captured in the log file submitted on 04/27/2017. Intermittent pump power and estimated elevations were captured throughout all of the submitted log files.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 12 days. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that after approximately 12 days of support, pump speed decelerations and elevated estimated pump flows were observed in the system controller log files. The patient did not have elevated plasma free hemoglobin or lactate dehydrogenase levels, and no hematuria. It was reported that the aortic valve was closed with lvad support. On (B)(6) 2017, updated system controller log files were reviewed by the manufacturer¿s technical services representative and revealed elevated pump power and estimated flow readings. Abnormal pump speed drops below the low speed limit were also observed on the log file, and were not due to anyone pressing the motor stop command on the system monitor. It was reported that the patient would be monitored. No additional information was provided.